Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a CT scan, pet scans and a surgery unrelated to their implant in (B)(6) 2017. The patient was on bedrest for a while after that and since the surgery they had been getting numbness in their left leg. The patient stated their healthcare provider thought the numbness was due to the anesthesia from the surgery and should wear off. The patient reported a loss of therapy in the month before the report and had been having bowel control problems and it was getting worse. The patient had increased stimulation to 5.2 but it was not helping. The patient confirmed this had been happening since (B)(6) 2017 but the increase in stimulation was in (B)(6) 2017 by their doctor and they told the patient that everything was ok. The patient reported seeing a por screen the weekend before the report and reported that it could be related to the previous surgery and scans. No falls or traumas were reported to be related. The patient was redirected to their healthcare provider. No further complications were reported.